Event description:
Notes from the physician, dated march 6, 2013, indicate the patient had a recent increase in seizures. The patient had one seizure in (B)(6), four in august, two in september, and one in december. The one in december prompted an evaluation. The patient's medication regimen was provided and it was stated that adjustments would be made to the medications. The notes state that the patient's vns was checked; however, the diagnostic and programming history was not provided. The notes indicate the patient would be seen in six months. Notes dated september 6, 2012 indicated the patient's seizures seem to be well controlled. No other information was provided. A review of the patient's programming history only found diagnostic data from the date of implant, august 13, 2008. The patient had a prophylactic generator replacement on august 30, 2013.

Manufacturer narrative:
Analysis of programming history.

Event description:
The explanted generator was returned to the manufacturer on (B)(6) 2013. The device was replaced for prophylactic reasons. Follow up with the physician found that the increase in seizures was not related to vns. No other information was provided by the physician as the event was not related. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.